Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited low pacing impedance. No interventions were performed. There were no patient consequences.